Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was adhesive failure of the cannula pad when attempting to disconnect the site connector. No patient injury was reported.